Event description:
It was reported that a tl90 was used during a emergency hemi-gastrectomy procedure. It was reported by the affiliate that after firing the tl90 and releasing the anvil, unformed staples were everywhere and there were internal liquid leaking in the pt. The surgeon is extremely experienced with co's tl line and was certain that it was in the firing range. Therefore the surgeon does not understand why that happened. The surgeon had to hand sew to finish the case.